Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, during skin suturing, the electrocardiogram noted abnormalities. The device was interrogated and the atrial lead was sensing and pacing in the right ventricle. X-ray imaging verified that the atrial lead had dislodged and was sitting in the right ventricle. The skin was re-opened and the atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.